Manufacturer narrative:
(B)(4).

Event description:
It was reported that the outer sheath of the burr was torn. The 90% stenosed target lesion was located in a severely calcified and severely tortuous mid left anterior descending coronary artery. A 1.50mm rotalink¿ plus was selected to treat the target lesion. During preparation, outside the body, upon setting up the rotational speed from 190,000rpm to 200,000rpm a "dully thud" sound was heard from the device. The maximum speed reached was 230,000rpm. It was then noted that the outer sheath of the device was torn at the central part. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. During visual examination, the advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. No damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no damage was noted. Moreover, a wet test was performed and noted a tear in the sheath around the coil and that saline was not reaching the end of the sheath but was being expelled through the sheath. This resulted the device not to be wet tested successfully. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the outer sheath of the burr was torn. The 90% stenosed target lesion was located in a severely calcified and severely tortuous mid left anterior descending coronary artery. A 1.50mm rotalink¿ plus was selected to treat the target lesion. During preparation, outside the body, upon setting up the rotational speed from 190,000rpm to 200,000rpm a "dully thud" sound was heard from the device. The maximum speed reached was 230,000rpm. It was then noted that the outer sheath of the device was torn at the central part. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.